Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter, translated from japanese to english: it was reported that after the puncture, the needle did not retract even when the button was pressed.

Manufacturer narrative:
Investigation results: the complaint that the needle did not retract was confirmed and the cause appeared to be manufacturing related. Three photographs and one 22g insyte autoguard device were provided for investigation. Misplaced adhesive was identified on the device, which prevented the safety mechanism from being activated. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.